Manufacturer narrative:
The device was returned for analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated pre-implant. Boston the field representative used a magnet to verify tones, however technical services (ts) recommended returning the s-ICD for analysis based on the concern that there may continue to be telemetry issues post-implant if this device was used. No patient involved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. A memory download could not be performed and the device could not complete a successful interrogation. The device was warmed to 37 degrees and a full memory download was performed. A review of the device memory confirmed no resets or error codes. The device passed automated electrical testing. The radio-frequency wake-up pulse test was performed, noting wake-up pulses were intermittently short at lower temperatures. The pulse generator case was then removed to internally inspect the device. No anomalies were identified. No further analysis was performed. The root cause the reported observations could not be determined.